Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reoccurring seroma, suspected alcl, "oval circumscribed nodules with progressive enhancement."

Event description:
Healthcare professional reported right side reoccurring late seroma under investigation for alcl, negative for "neoplastic cells". Three ultrasound guided punctures conducted. Bia-alcl markers not provided. Further testing will be conducted after explant. Oval circumscribed nodules with progressive enhancement also reported. The device remains implanted.

Event description:
The device has been explanted.